Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump piston was rewinding at all and reservoir was not able to lock. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that rewind was completed. Customer stated that displacement test was failed. Customer declined troubleshooting for low blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir was able to lock in place. A33 error alarm during rewind due to loose and protruded drive support disk. Unable to perform displacement test, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to a33 error alarm during the rewind test.